Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. As the device was not returned, an analysis investigation could not be performed. Additional information was requested, and the following was obtained: what part broke (closing trigger, firing trigger, handle, jaws, etc.)? No further information is available. Did any piece break off of the device? No further information is available. If yes, did it fall into the patient? If yes, how was it retrieved? Did this alter the procedure in any way? No further information is available. Were there any issues with the jaws of the stapler (visibly damaged)? No further information is available. Were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? No further information is available. Were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? No further information is available. Were any unusual or unexpected noises heard during time of use? No further information is available.

Event description:
It was reported that during an unknown procedure, a device loading gst60d could not be fired. The device was used for the resection of rectum. The knife reverse switch was used to return the knife to home position, and another cartridge was loaded, but a part of it had been broken. Curved cutter was used to complete the case. There were no adverse consequences to the patient.